Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found that the proximal edge of the stent was bunched up. A large build-up of solidified contrast media was present inside the inflation lumen. However, the balloon did not appear to have been subjected to any positive pressure. No other damage was visible along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00418 and 2134265-2014-00438. It was reported that stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). A 2.25 mm x16 mm promus element plus stent delivery system (sds) was advanced to the lesion but met resistance. The physician withdrew the sds and saw that the stent was "flowing" in the coronary artery. The physician retrieved the dislodged stent using a fetch device. The stent was removed and the lesion was treated with another of the same device. The physician then attempted to treat the proximal rca with a 3.50x20mm promus element plus stent; however, the stent became damaged and stent struts were lifted off of the sds. The physician attempted to use a second 3.50x20mm promus element plus stent; however, the same thing happened again. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is fine.

Event description:
Same case as MDR ID: 2134265-2014-00418 and 2134265-2014-00438. It was reported that stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). A 2.25 mm x16 mm promus element plus stent delivery system (sds) was advanced to the lesion but met resistance. The physician withdrew the sds and saw that the stent was ¿flowing¿ in the coronary artery. The physician retrieved the dislodged stent using a fetch device. The stent was removed and the lesion was treated with another of the same device. The physician then attempted to treat the proximal rca with a 3.50x20mm promus element¿ plus stent; however, the stent became damaged and stent struts were lifted off of the sds. The physician attempted to use a second 3.50x20mm promus element plus stent; however, the same thing happened again. The procedure was completed with another of the same device with no patient complications reported. The patient¿s current condition is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).